Event description:
Reference number (B)(4). Event occured in the united states. The patient reported experiencing three separate incidents of kinked infusion set cannulas. These events occurred on (B)(6) 2025. In each case, the patient noticed symptoms 3 or more hours after inserting the infusion set. The infusion sets had been in use for less than 12 hours when the problems were discovered. The insertion sites varied, with the patient using both the upper buttocks and stomach areas. Although the specific blood glucose value was not provided, the patient's device displayed a 'high' reading. To address the elevated blood glucose levels, the patient responded by administering correction injections using a multiple daily injection (mdi) method. Following each incident, the patient successfully replaced the infusion set and resumed insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.